Manufacturer narrative:
Additional information section: a1, a2, a3, d1, d4, h10, h4, d6a, & h6. The recipient was treated with antibiotics (type unknown) for a skin flap infection prior to explant. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.